Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the pump malfunctioned.

Event description:
It was reported that the patient ams 700 cx inflatable penile prosthesis (ipp) pump malfunctioned. The ipp pump removed and replaced. No further issues reported in relation to this event.

Manufacturer narrative:
Malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the activation and inflation tests. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump was functionally tested twice with the same results. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per (B)(4) product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.